Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va1ewqh, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that another rep had an problem with the implantable neurostimulator (ins) battery. This was reported as an out-of-box failure. They thought that the issue must have occurred around the date of the procedure on (B)(6) 2017. Further information indicated that the intra-operation impedance check returned 100% of values greater than 4,000 ohms. These were ran on 1.0, 2.0, 3.0 amplitude as well as multiple pulse width settings. The second ins was tried with the original lead, and the same results were observed. The lead was removed from the patient, and a new lead and the second ins were implanted. The issue was resolved and the patient recovered without sequela. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# va1ewqh , product type: lead.

Manufacturer narrative:
Analysis of the ins ((B)(4)) revealed that the ins was functionally okay with insignificant anomalies. It passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis also determined the telemetry was acceptable. Analysis of the lead (va1ewqh) showed that the lead body was stretched. Analysis identified that the conductor(s) were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified the outer insulation of the lead was {broken//torn} under the {electrode #3 due to overstress/damage.} electrode(s). Analysis observed the distal end of the lead was stretched. Section d information references the main component of the system and the other applicable components are: product ID 3889-33, lot# va1ewqh, product type lead. Conclusion code applies to the lead. Results code applies to the ins. Apply to the lead. All evaluation codes apply to both devices.